Event description:
Information received a smiths medical intubation/portex endotracheal tubes cuff leak, leakage occurred in pilot balloon. Additional information received no patient involvement.

Manufacturer narrative:
Additional information: device photographs were provided by user. The review of the photograph provided did not verify the reported issue. No discrepancies were found in the photograph provided.